Manufacturer narrative:
Contrary to the reported event stated in the medwatch, the dsd edge automated endoscope reprocessor is not serviced or maintained by steris. The dsd edge endoscope reprocessor subject of the reported event was manufactured in 2011 and is no longer under the warranty period. The user facility is responsible for service, routine maintenance, and all preventive maintenance activities for the equipment. The user facility contacted steris via a service request on 9/19/2022 to have preventive maintenance performed on their dsd edge automated endoscope reprocessor. Preventive maintenance activities were completed on 12/17/2022. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. No additional issues have been reported.

Event description:
The user facility reported via medwatch (mw5113616) that preventive maintenance (pm) on their dsd edge automated endoscope reprocessor was unable to be completed due to pm parts being on backorder and staff availability.